Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "peri-operative antibiotic treatment of bacteriuria reduces early deep surgical site infections in geriatric patients with proximal femur fracture" written by ronny langenhan, stefanie bushuven, niklas reimers and axel probs published by international orthopaedics published online 9 december 2017 was reviewed. The article's purpose was to substantiate the hypothesis that immediate antibiotic therapy of bacteriuria reduces early deep surgical site infection in geriatric patients with proximal femoral fractures. Data was compiled from 441 patient who received bipolar hemi-arthroplasties between september 2014 and march 2017. It is noted that non-depuy bipolar heads were utilized with both non-depuy and depuy femoral stems. This pc only captures the depuy femoral stems. Depuy product: c-stem. Adverse event: early deep surgical site infection (treated with antibiotics; no further details provided).